Event description:
It was reported that the patient fell approximately one month ago. Following the fall the patient experienced no stimulation sensation and was unable to adjust stimulation. The patient's neurostimulator had not been checked, and the patient programmer indicated the neurostimulator was powered off. It was noted that the patient had been sick in the hospital as well. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was still having concerns with her therapy, but had an appointment scheduled for (B)(6) 2012.

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot# v745422 implanted: 2011-(B)(6) explanted: na; programmer model 3037 serial# (B)(4).